Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device trigger/slider was blocked, jammed and the magnetic holder was broken. It was also observed that the housing was leaking and worn. The device was also known to have failed the following pretests: check proper function of the triggers, check function of all modes and check response of on/off trigger. It was reported in the service order that the device was not running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial report that the complaint was reported from (B)(6) on the service order that the device was not working. Upon complaint review it was determined that the complaint was reported from the affiliate in (B)(6) that the device was sent in for service, if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.